Event description:
It was reported that during a low anterior resection procedure, the device was used for end to end anastomosis between the colon and the rectum with single stapling. There was no feedback in firing. When the device was removed, the anvil came off from the instrument. The staples were unformed. Another device was used with double stapling technique for re-anastomosis. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the nail was found fractured after the patient had a fall.

Manufacturer narrative:
(B)(4). Washer uncut and damaged anvil former. The analysis results found that the device arrived in good visual conditions void of staples and with the breakaway washer uncut. Additionally, one unformed staple was received in a bag. After further analysis, it was noted that one of the locking springs on the anvil was scratched, indicating that the anvil was not reattached correctly. It should be noted that when attempting to reattach the detachable head or anvil, do not clamp across or grip on the locking springs as it might not click into place. When this happens, the anvil will not sit correctly/completely in the device, resulting in a bigger gap between the anvil and guide face. Therefore, the staples will not hit the anvil to make a b-form staple and cut the breakaway washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached without any difficulties and did not detach during the functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.